Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image present during testing. There were various other points of wear and tear on the subject device. Those include but are not limited to deformation, insufficient cleaning, and elongation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus endoeye flex deflectable videoscope was not displaying an image during a therapeutic procedure. According to the initial reporter, the procedure was completed by changing to another device. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
Correction: e1 inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.